Event description:
We have been informed that during procedure, when the membrane was being removed, the forceps closed and either did not open again or became difficult to open. A membrane was being removed from a diabetic patient, and the forceps closed but did not open, causing traction on the retina, resulting in retinal detachment. The detachment was subsequently addressed using other methods. Due to the reported event, surgery was prolonged >30 minutes.

Manufacturer narrative:
In regard to this incident the involved product was returned. However, it was received in a damaged condition to the extend that it could not be examined. Additionally, a total of 60 unopened boxes (each containing five products) and one opened box (with four items in unopened pouches and one opened) from the same batch as the suspected product were received for investigation. Functional testing of ten products showed that they did get stuck after a certain number of openings. Visual inspection confirmed that the items in question were produced before the redesign of the product. The redesign of the product was made in 2023 to reduce the occurrence of the issue of impaired movement and subsequent failure to open. The risk assessment has been reviewed. The harm retinal detachment will be added to the related scenario. Please note the overall risk profile will not change. Similar serious incidents and associated number of devices were determined by taking the number of serious incidents related to the imdrf a code a0506 corresponding to the in-house codes sc-movement (and related codes indicating the similar issue but corresponding to different outcomes) and taking the number of devices distributed within each time period (1286ilmd5 and 1286ilmd6) . The incident that is the subject of this report is also included in the table above.

Manufacturer narrative:
The product involved has been received. The tip was damaged to the extent that the product could not be examined. No corrective or preventive actions can be implemented until the investigation has been completed. Products of the same lot will be investigated.

Event description:
We have been informed that during procedure, when the membrane was being removed, the forceps closed and either did not open again or became difficult to open. A membrane was being removed from a diabetic patient, and the forceps closed but did not open, causing traction on the retina, resulting in retinal detachment. The detachment was subsequently addressed using other methods. Due to the reported event, surgery was prolonged >30 minutes.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, when the membrane was being removed, the forceps closed and either did not open again or became difficult to open. A membrane was being removed from a diabetic patient, and the forceps closed but did not open, causing traction on the retina, resulting in retinal detachment. The detachment was subsequently addressed using other methods. Due to the reported event, surgery was prolonged >30 minutes.